Manufacturer narrative:
Added patient information (a). Manufacturer¿s investigation conclusion: the submitted log files were reviewed following the reported event of low flow alarms and the driveline being disconnected. The reported low flow alarms are addressed under the pump investigation, and additional provided information stated that the driveline disconnection was done routinely to perform a controller exchange in association with adjusting the low flow alarm threshold on the system controller. A review of the submitted event log file contained data spanning approximately 7 hours (03:51:12 to 10:47:36 on (B)(6) 2025 per the timestamps). The driveline was disconnected at 09:34:44, both power cables were disconnected at 9:35:10, and the system controller was shut down at 9:35:19; this is consistent with the reported controller exchange. The system controller was powered back on at 09:35:48, and the driveline was reconnected at 9:37:18; this is consistent with reconnecting to the controller after adjusting the low flow alarm threshold. The system controller regained the set speed without issue after reconnecting the driveline. The pump maintained speed within the expected range throughout the log file while the driveline was connected. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. The patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the submitted log files revealed that the driveline disconnect was caused by the controller exchanges as part of the low flow software upgrade. The pump appeared to function as intended for the duration of the log file.

Manufacturer narrative:
Section a: patient information was requested but not yet provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for a patient with recurrent low flow alarms. Log files captured a driveline disconnect at 9:34 am 28feb2025. It appeared that the driveline was disconnected from the system controller for 2 minutes and 40 seconds. The site mentioned that a system controller exchange was performed to adjust the low flow threshold, although the site reported that the driveline was only disconnected for several seconds. In addition, the log file captured 98 pulsatility index (pi) events and 3 low flow flags on 28feb2025. These events are considered routine. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.